Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be an incomplete connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device instructs the use on how to connection the solution bags, including the heater bag. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).an event indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the cassette had become disconnected from the heater bag. This occurred during fill 1 of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The technical service representative (tsr) assisted the registered nurse (rn) in ending the hp¿s therapy by cycling the power on the hc device. The rn planned to start the hp¿s therapy over using new supplies. During follow-up with the rn, it was found that the disconnection was due to a poor connection. There was no patient injury or medical intervention associated with this event. No additional information is available.